Manufacturer narrative:
The complaint investigation for false nonreactive alinity I havab igm results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot was performed and indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformance's or deviations with lot 56805be00 and complaint issue. An in-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, and no false nonreactive results were obtained, indicating that the lot generates the expected results. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (biomex hav-001). The seroconversion panel results were compared to alinity I havab igm test results provided by biomex and the reagent lot detected the same bleeds as reactive indicating that the sensitivity performance is not negatively impacted. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency of the alinity I havab igm reagent, lot number 56805be00 was identified.

Event description:
The customer observed false nonreactive alinity I havab igm results generated on the alinity I processing module for one patient. The sample was tested for havab total on the roche system which generated positive results. The following data was provided: sid (B)(6) initial result = 0.13 s/co (non-reactive), repeat result = 0.18 s/co (non-reactive) roche system havab total results = 0.856 coi (positive), 0.863 coi (positive) there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(4). This report is being filed on an international product, alinity I havab igm, list number 02r28-22, that has a similar product distributed in the us, list number 08p28. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I havab igm results generated on the alinity I processing module for one patient. The sample was tested for havab total on the roche system which generated positive results. The following data was provided: sid (B)(6) initial result = 0.13 s/co (non-reactive), repeat result = 0.18 s/co (non-reactive) roche system havab total results = 0.856 coi (positive), 0.863 coi (positive) there was no impact to patient management reported.